Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to a faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and a motor error alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that insulin squirts out during the manual prime process. The customer stated that the drive support cap was not protruded. The customer stated the insulin pump was not bumped or dropped. The insulin pump will be returned for analysis.